Manufacturer narrative:
The reported event that the suction is broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument an cause product damage or operational failure due to battery movement.

Event description:
It was reported that the suction of the device was found to be broken off at the handle at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.

Event description:
It was reported that the suction of the device was found to be broken off at the handle at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.